Event description:
The report indicated that the customer's bg levels remained consistently high (300-448mg/dl) with three hrs of activating the pod despite having administered numberous correction boluses. Her levels lowered to 240mg/dl prior to going to bed, at which point, she stopped bolusing. She awoke to a low bg level of 59mg/dl, claiming to have "slept through the alarms." She "could not feel her legs" so she called the paramedics; upon arrival, the paramedics measured her bg levels to be 70mg/dl and gave her apple juice. She was "able to stay home and did not have to go" with the paramedics. The pod was removed and replaced; the new device was successful in controlling her bg levels. The suspect pod will be returned for eval.

Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to low bg levels. The pod had performed as intended. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). Based on investigation results, no conclusion can be drawn as to why the customer experienced such a dramatic decrease in bg levels. Note: the customer reported that she had "slept through" the pod alarms. The investigation, however, found no evidence of an alarm having been initiated. No alarm codes were found.